Manufacturer narrative:
No samples were received for investigation of (B)(4), in which the customer has stated: ¿there was fluid leakage from the interface between the deep vein and the transparent needleless connector¿. The product in use at the time is reported to be a mz1000 china from lot 23125406. Further correspondence from the customer confirmed that the maxzero connector was leaking when infusing the ordinary transparent liquid at the connection to central venous catheter. The customer also reported that leakage was not observed at the beginning, and the leakage was not discovered until noon. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 23125406 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature.

Event description:
It was reported that bd maxzero needleless connector was leaking the following information was received by the initial reporter with the following verbatim: the patient's right deep jugular vein had a 14cm built-in, which was connected to a transparent needleless connector, and the infusion was smooth. During the inspection of the ward, it was found that there was fluid leakage from the interface between the deep vein and the transparent needleless connector.